Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient's mother reported that signal loss for over one hour occurred, the patient was reportedly brought to the hospital on (B)(6) 2023 for stabilization and pump start. There was no treatment mentioned. There were no details documented about the medical intervention, not any treatment administered to the patient. There was no bg (blood glucose) nor cgm (continuous glucose monitor) readings reported during the entire event. At the time of the report the patient was well. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, a correction is required.

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem - correction. D4 catalog no - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification and data was received on (B)(6)2023. It was reported that signal loss over one hour occurred. On (B)(6)2023, the patient's mother reported that signal loss for over one hour occurred, the patient was reportedly brought to the hospital on (B)(6)2023 for stabilization and pump start. There was no treatment mentioned. There were no details documented about the medical intervention, not any treatment administered to the patient. There was no bg (blood glucose) nor cgm (continuous glucose monitor) readings reported during the entire event. At the time of the report the patient was well. Data was provided for investigation. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident, her high alert was set to 10.0 mmol/l, and her low alert was set to 3.9 mmol/l. The urgent low alert is fixed at 3.1 mmol/l and the snooze feature for the urgent low is fixed at 30 minutes. Data investigation did not find that the patient experienced any signal loss exceeding one hour for the alleged date of issue on (B)(6)2023. On (B)(6)2023, the patient experienced a sensor failure and did not start a new sensor session until 3:19 am on (B)(6)2023. After the warm-up phase was complete, the patient received a visual urgent low alert at 5:23 am with an egv (estimated glucose value) of 2.2 mmol/l. At 5:28 am, the patient received a second urgent low alert, this time at half volume, with an egv of 2.2 mmol/l. At 5:33 am, the patient received a third urgent low alert at full volume, again with an egv of 2.2 mmol/l; this alert was acknowledged immediately. The patient's egvs remained below the urgent low alert threshold thereafter. Once the 30-minute snooze period had passed, the patient again received a visual urgent low alert at 6:03 am with an egv of 2.7 mmol/l. At 6:08 am, the patient received a second urgent low alert, this time at half volume, with an egv of 2.2 mmol/l. At 6:13 am, the patient received a third urgent low alert at full volume, again with an egv of 2.2 mmol/l. The patient continued to receive urgent low alerts at full volume every five minutes until 6:43 am, at which point the patient's egvs rose slightly above the urgent low threshold, and she received a visual low alert with an egv of 3.6 mmol/l. The patient received three additional visual low alerts at 6:48 am, 6:53 am, and 6:58 am. At 7:03 am, her egvs crossed back into target range with an egv of 4.1 mmol/l. The reported complaint was not confirmed, and the root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was received on 9/10/2023. It was reported that signal loss over one hour occurred. It was determined that the loss of connection was related to the mobile application. On (B)(6)2023, the patient's mother reported that signal loss for over one hour occurred, the patient was reportedly brought to the hospital on (B)(6)2023 for stabilization and pump start. There was no treatment mentioned. There were no details documented about the medical intervention, not any treatment administered to the patient. There was no bg (blood glucose) nor cgm (continuous glucose monitor) readings reported during the entire event. At the time of the report the patient was well. Data was provided for investigation. A review of performance data shows that the patient's always sound feature was enabled at the time of the incident, her high alert was set to 10.0 mmol/l, and her low alert was set to 3.9 mmol/l. The urgent low alert is fixed at 3.1 mmol/l and the snooze feature for the urgent low is fixed at 30 minutes. Data investigation did not find that the patient experienced any signal loss exceeding one hour for the alleged date of issue on (B)(6)2023. On (B)(6)2023, the patient experienced a sensor failure and did not start a new sensor session until 3:19 am on (B)(6)2023. After the warm-up phase was complete, the patient received a visual urgent low alert at 5:23 am with an egv (estimated glucose value) of 2.2 mmol/l. At 5:28 am, the patient received a second urgent low alert, this time at half volume, with an egv of 2.2 mmol/l. At 5:33 am, the patient received a third urgent low alert at full volume, again with an egv of 2.2 mmol/l; this alert was acknowledged immediately. The patient's egvs remained below the urgent low alert threshold thereafter. Once the 30-minute snooze period had passed, the patient again received a visual urgent low alert at 6:03 am with an egv of 2.7 mmol/l. At 6:08 am, the patient received a second urgent low alert, this time at half volume, with an egv of 2.2 mmol/l. At 6:13 am, the patient received a third urgent low alert at full volume, again with an egv of 2.2 mmol/l. The patient continued to receive urgent low alerts at full volume every five minutes until 6:43 am, at which point the patient's egvs rose slightly above the urgent low threshold, and she received a visual low alert with an egv of 3.6 mmol/l. The patient received three additional visual low alerts at 6:48 am, 6:53 am, and 6:58 am. At 7:03 am, her egvs crossed back into target range with an egv of 4.1 mmol/l. The reported complaint was not confirmed, and the root cause could not be determined. No additional patient or event information is available.